Event description:
It is reported by pt's counsel, that pt underwent left total knee replacement in 1998. Post-op, pt experienced pain and swelling and was revised in 2005, wherein the tibial tray, femoral component, and tibial articulating surface were exchanged and loosening of tibial tray was noted.

Manufacturer narrative:
Evaluation summary: explanted parts are not available for evaluation. Also x-rays are not available for review. Device history records are conforming to the specifications. The cause of the tibia loosening could not be determined due to insufficient info. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.